Manufacturer narrative:
This report is for an unknown 7.3-mm cannulated cancellous screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: biz, c. Et al. (2019), predictors of early failure of the cannulated screw system in patients, 65 years and older, with non-displaced femoral neck fractures, aging clinical and experimental research, vol. (Xx), pages 1-9 (italy). The aim of this study was to identify predictors of early failure of css. From january 2008 to january 2017, a total of 259 patients (75 males and 184 females) whose mean age was 81.44 ± 7.48 years underwent internal fixation using 3 parallel 7.3-mm cannulated cancellous screws (depuy-synthes, USA). Patients were followed up for a minimum of 6 months to a maximum of 1.5 years, with a mean followup of 8.2 ± 1.7 months. The following complications were reported as follows: 3 patients died before the minimum 6-moth follow-up. 31 patients died according to the 1-year mortality outcome. 14 patients had early displacement. 11 patients had avascular necrosis. All patients who presented complications were re-operated on after an average time of 4.2 ± 9.3 months. Twenty-one patients underwent hemiarthroplasty, 3 patients were treated with total hip arthroplasty (tha), and 1 patient with screw removal. This is report 2 of 3 for (B)(4). This report is for 3 parallel 7.3-mm cannulated cancellous screws (depuy-synthes, USA).